Manufacturer narrative:
Sections d1, d2a, d2b, d4, g1 and g4 were updated. Based on the provided data, a general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation about a questionable negative result for 1 patient serum sample tested with elecsys syphilis assay on a cobas e411 immunoassay analyzer (disk system). Initial result: negative (0.15 coi). The baby was tested and the result was positive which prompted a new sample to be drawn and tested from the patient (mom). The result of the new sample was positive. On (B)(6) 2024, the original sample was then repeated and the repeat result was positive. The repeat result was deemed to be correct.

Manufacturer narrative:
The syphilis reagent lot number was 76318401 with an expiration date of 31-dec-2024. Qc was acceptable on the day of the event. The field service engineer checked and verified mechanical adjustments and fluidics path. He then did performance testing and the instrument was performing within specifications. The investigation is ongoing.